Event description:
Boston scientific received information that during a scheduled device replacement procedure, this right ventricular (rv) lead experienced difficulty being disconnected and the terminal pin pulled completely off the lead. The lead was surgically abandoned and a new rv lead implanted without issue. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.